Event description:
A malfunction was reported on the pump by the caller, with no noticeable events occurring prior to the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl and remained within the normal range. The customer reported at least three occurrences of the same malfunction, prompting technical support to send a replacement pump with updated software. The customer was advised on using a backup therapy to ensure insulin delivery, provided instructions for storage mode, and informed of the steps to take upon receiving the replacement pump. Technical support confirmed shipping details and instructed the customer to return the problematic pump within 10 days.